Event description:
It was reported that the pump was removed for heart transplant. The outer jacket of the modular cable was damaged. Images of the internal cable within the modular cable were requested. There was no health hazard that occurred to the patient and there was no patient consequence.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
There were no alarms associated with the event. The device operated as expected.